Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One fogarty arterial embolectomy catheter with attached jms 1.0ml syringe was returned for evaluation. Clotted blood was observed from the catheter body and inside the catheter tip. As received, the balloon latex, distal windings, and spring tip was completely missing and not returned. The proximal windings were partially unraveled. Closer examination found that the catheter tip was broken off and the broken tip was not returned. Cross surface of the broken section appeared uneven and rough. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.¿ visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the tip of the fogarty catheter was found to be broken off and remained in the patient body during an arterial thrombectomy procedure on the first day of use. Reportedly, the catheter was used during surgery for a superior mesenteric artery occlusion in a (B)(6) male patient . After opening the abdomen, adhesiotomy of inferior margin of pancreas and transverse colon was performed and exposed the superior mesenteric artery (sma). Sma was taped at the center and the peripheral of the middle colic artery (mca) and mca was also taped. The blood flow was interrupted after confirming the location of the blood clots by the echo, and sma was sectioned transversely at the center side of mca bifurcation. Blood red clots were observed immediately below. The clots at the peripheral side were removed with the 4fr and 3fr fogarty catheter as feasible. When the clots were removed almost completely, the 3fr fogarty catheter was caught in the blood vessel and could not be removed from about 6cm on the marker. Balloon deflation was attempted by exchanging the inflation syringe, but the catheter could not be removed. The catheter was able to be removed eventually, however the tip of 5mm in length was found to be broken. The remaining part was searched under fluoroscopic guidance and echo but could not be found. The ischemic interval was getting long so the clinician judged further operation would be difficult so the abdomen was closed. On (B)(6) 2019, the clinician recognized that the catheter tip remained in the patient body through the CT image. A linear low density area (lda) within the jejunum mesentery, which was slightly distal side of the treitz ligament was observed and it was concluded to be the tip of the remaining catheter. On (B)(6) 2019, the patient status was reported as ¿well¿ and the patient was to be discharged from the hospital as of (B)(6) 2019. The customer commented that there is no correlation between the patient's health injury and the device malfunction.